Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
During a spine procedure, it was reported that the surgeon received a second degree burn while using the handpiece and attachment. The procedure was successfully completed using a second device without a clinically significant delay. No patient harm or significant adverse consequences were reported.

Event description:
During a spine procedure, it was reported that the surgeon received a second degree burn while using the handpiece and attachment. The procedure was successfully completed using a second device without a clinically significant delay. No patient harm or significant adverse consequences were reported.